Manufacturer narrative:
Returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. The balloon was tightly folded and there were no fluids to the device. The proximal markerband was present and in place with no movement. The distal markerband was found to be missing and there are dent markings where the distal markerband would have been indicating the markerband was present at one point. Product analysis confirmed the reported event as the distal markerband was not present upon device return with no further damages or irregularities.

Event description:
It was reported that difficult to view under fluoroscopy occurred. The stenosed target lesion was located in the proximal left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during pre-dilatation, it was noted that only the proximal marker was visible, and the distal marker was not visible under fluoroscopy; it was completely missing. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that difficult to view under fluoroscopy occurred. The stenosed target lesion was located in the proximal left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during pre-dilatation, it was noted that only the proximal marker was visible, and the distal marker was not visible under fluoroscopy; it was completely missing. The device was removed and the procedure was completed with a different device. No patient complications were reported.